Manufacturer narrative:
(B)(6). (B)(4). Placeholder.

Event description:
It was reported that while an intraocular lens was being implanted, the haptic broke off. Explanting the lens was difficult but the lens was removed and another lens implanted. One day post-operatively the patient complained of cloudy vision, his eye was sore and he had a gritty feeling. The physician observed folds in descemet's membrane, poor vision (not further elaborated) and unspecified corneal damage. The patient was prescribed maxitrol, diamox: 1 tablet three times a day, paracetamol: 500 mg to 1 gram intravenous or oral every 4 hours, ondansetron: 4 mg/IV every 8 hours. Patient outcome was not provided. The lens was discarded.

Manufacturer narrative:
(B)(4). Additional information: manufacturing records were reviewed: the review of the documentation and testing presented in the manufacturing record were found within product specifications. No haptic issues were reported. No deviation or nonconformance (ncr) due to haptic damages and or detached was generated. In manufacturing at the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetic defect including loop/haptic defects. Any defects on the lenses that do not meet the criteria specifications are rejected. Manufacturing record and related documents shows that the production order was manufactured according to specifications. Additionally the directions for use indicate the intraocular lens should be inspected prior to implantation. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Expiration date 1/19/2016.manufacturing date: 1/19/2011.all pertinent information available to abbott medical optics has been submitted. Placeholder.